Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was 210 mg/dl. The distributor received the pump for investigation and was unable to duplicate the error.